Event description:
Paramedics used the unit to monitor ECG on a patient. The unit allegedly displayed an ainappropriate leads off message and displayed the ECG as a flat line. A backup lifepak 11 monitor was subsequently used with no other problems reported. The reporter indicated there were no adverse affects to patient care as a result of the alleged malfunction.